Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was caller reported the patient's stimulator was removed and one of the leads was left inside the patient. The caller mentioned at that point in time the part of the 'control' was implanted in the abdomen and the wires led around the right side up to the spine. Caller noted the wires were extremely uncomfortable for the patient and the issue began within months of being installed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name itrel; product ID 7495-51 (serial: (B)(6)); product type: 3242-multiple therapy product; implant date (B)(6) 1999. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.